Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level was 33 mg/dl. Customer's stated blood glucose level was 105 mg/dl and treated with food. Customer declined to troubleshoot for low readings. Customer also reported having issues with sensor updating. The product will be returned for analysis. The insulin pump, infusion set and reservoir will not be returning.